Event description:
Pt states she received new nasal cannula for her oxygen use that were green in color. Pt says when she put nasal cannula on, and turn o2 on there was a strong chemical smell coming from the cannula and it made her disoriented. Her nurse switched the new green nasal cannula with an old one she had and her symptoms/odor resolved.